Event description:
It was reported that the rotation speed cannot adjust. A rotapro console kit assy gen 230v was selected for use. During use, rpms are not adjustable was noted. No further information is available.

Event description:
It was reported that the rotation speed cannot adjust. A rotapro console kit assy gen 230v was selected for use. During use, rpms are not adjustable was noted. No further information is available.

Manufacturer narrative:
Device eval by manufacturer: a rotapro console batch #rp005106 was returned for analysis. The console did not pass the functional test for dynaglide initial flow speed. The reported complaint of rpms are not adjustable was confirmed.